Event description:
The customer states that one patient had two blood samples collected at the same draw and both were tested with the imx b-hcg assay.tube a generated results of 8802, 33598, and 9984 miu/ml. Tube b generated results of 5104, 5428, and 6787 miu/ml. Controls were within specifications on both runs. Both tubes were then sent to another lab for testing and generated b-hcg results of approximately 30,000 miu/ml on each specimen. There is no impact to patient management reported.